Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the pictures on the monitors simultaneously turned green. By switching out the ccu, the problem was solved. This happened mid case, surgeon was operating for awhile and then poof! Right in the middle of their case all three screens went green. Another thing to add is when we try to reboot the ccu, it will not full boot up, it gets stuck on the loading screen forever. Garbled signal totally covered live image. The failures identified in the investigation is consistent with the complaint record. The probable root cause could be attributed to a digital board failure. Swapping out the board fixed the issues. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.